Manufacturer narrative:
No device was returned for investigation. If product is received smiths medical will reopen the complaint.

Event description:
It was reported that during the use of the product, leakage of air from it was observed. No patient injury.